Event description:
A caller reported experiencing a cgm error. There was no reported adverse impact to the customer's blood glucose level. The customer received guidance from technical support on performing a pump reset, which resolved the issue as the pump did not display the cgm error code again, allowing the caller to successfully start their sensor session.